Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Received voicemail from consumer stating his pen needles do not work. Stated, he is throwing away 30% of the product due to needle clog. Returned call. Consumer reported, no insulin flow when priming his pen needles. Consumer primes 2 units. Stated, he's had this issue occur in a couple of boxes but is only reporting one lot number and one box today because the other box was discarded. Lot: 3241370, catalog: 320883, date of event: unknown, samples: no cl.